Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -16.0/2.5/99 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. On the same date in a separate surgery the lens was explanted and at a later date replaced with a shorter length lens due to excessive vaulting; angle closure with elevated intraocular pressure and corneal decompensation. This resolved the problem. The cause of the event was reported as unknown.